Manufacturer narrative:
Evaluation summary: customer reported that the anterior chamber was shallow following a glaucoma implantable glaucoma filtration device (gfd) surgery . No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported that the anterior chamber was shallow. Then over the next few months the intraocular pressure rose. Sutures were lysed and needling was performed. Additional topical glaucoma medications were given. The device remains implanted.